Event description:
It was reported to philips that the system displayed a remote alert indicating a fault with the anode converter and failed to emit x-rays intermittently. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; diagnostic procedure was performed by the customer and the procedure got delayed less than 20mins and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that system failed to emit x-rays intermittently. Review of the system log file confirmed malfunction. Upon troubleshooting, fse found faulty kv/ma control within the generator as there were short circuit errors and intermittent loss of x-ray output. To resolve the issue, fse replaced the unit digital kv/ma control, performed tube adaptation, tube yield, and edl verification. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system x-ray issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A x-ray issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.